Manufacturer narrative:
E1 reporting institution phone #: (B)(6). The device was tested with no functional defects found. No errors regarding the speaker were encountered at boot or after extensive testing. It is unknown if the device produced audible sound during the event. Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the speaker error occurs repeatedly, even after restarting the device. It is unknown if the device was in clinical use at the time of the event. No adverse event or patient harm was reported.